Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 38 synergy¿ drug-eluting stent, when the device was pulled out from the protecting sheath, it was noted that the stent was deformed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.